Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that about 8-9 weeks ago, they fell flat on their back and ended up breaking some of their ribs and that they didn't know if they "messed something up" when they fell, but when they rubbed or touched the part of their back where the wire was (on the left side) they felt a tingling that went from their back down to their left hip. The patient stated they were in so much pain from their ribs that they didn't pay attention to it right away until they started to get better from the fall and didn't know when exactly the tingling started. The patient stated that they could feel it at any time they rubbed/touched that side and that they couldn't tell if it was getting worse but that they were just wondering if something was wrong with it. Patient services reviewed the potential impact of a fall/traumas on the implanted system and redirected the pati ent to their managing health care provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.